Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump was explanted on (B)(6) 2015 due to thrombosis and exchanged with another manufacturer's device. Further information was requested but not provided.

Manufacturer narrative:
Approximate age of device - 5 months, 8 days. The evaluation of the returned pump confirmed the report of suspected pump thrombosis. Examination of the distal side of the inlet stator and the rotor inlet revealed thrombus formations adhered around the inlet bearing cup and ball. The thrombus appeared to have formed in laminated layers, indicating that it likely developed on the bearings over an undetermined amount of time while the pump was supporting the patient. Additionally, a loosely seated white deposition was present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition was not adhered, lacked lamination, and lacked denaturing. Although its specific origin and a duration in which it was present in the pump could not be determined, it did not appear to have originated in this location. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's international normalized ratio (inr) was never recorded as being low on her lab checks. Right before admission, the patient experienced worsening fatigue and had a normal ramp study and a small amount of blood via urinalysis. The patient's lactate dehydrogenase (ldh) level was 2600 u/l and inr was 2.2 upon admission. The patient was on aspirin/persantine/warfarin and started on bivalirudin, which did not help with ldh. Hypercoagulability studies were all negative.